Manufacturer narrative:
(B)(4). The suoh 03 guide wire was returned for evaluation. The returned guide wire was missing its tip segment. The outer coil of the returned guide wire was elongated for approximately 170mm and fractured at the end. The inner coil and core wire that composed core were fractured at approximately 165mm distal to the proximal solder that was originally located at 190mm from the tip for the purpose of fixing the outer coil onto the core. Microscopic observation of the core revealed that fine wires of the inner coil and the core wire were all fractured at almost the same location and necking was observed proximal to each fracture end, indicating that tensile stress had contributed to fracture of the core. The fracture end of the outer coil was relatively flat that suggested torsion generated when the outer coil was uncoiled had contributed to fracture of the outer coil. Measurements of the returned guide wire supported that approximately 25mm of the core wire with the inner coil and approximately 150mm of the outer coil were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with wire manipulation had most likely contributed to the reported fracture. The applied tensile stress would localize and exceed the product design limit as the guide wire was forcefully removed when it was being trapped by the existing stent. It was concluded that this event was not attributed to product design limit. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi suoh 03 guide wire became separated during a pci to treat a moderately calcified cto in #2-3 segments of the rca where a stent was previously deployed in #1 segment. Antegrade wiring attempts failed. Retrograde approach was then chosen and the suoh 03 guide wire was advanced to the lesion. After the guide wire was delivered inside the lesion as a landmark for another guide wire to cross. Wiring went successful. Upon removal of the suoh 03 guide wire, resistance was met as its tip was being trapped in the lesion. The physician further applied pulling stress in attempts to remove the stuck guide wire when the tip broke and separated. The separated tip was snared and retrieved. The pci was successfully completed with reestablished blood flow. The retrieve tip was lost in the user facility. The physician commented that the guide wire was likely trapped by the existing stent in the rca #1. There were no adverse patient effects associated with this event.